Manufacturer narrative:
Patient information is not available for reporting. Additional device product code: kwq. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an implantation surgery on (B)(6) 2018, the tips of three (3) screwdriver shafts self-hold got stripped while inserting the screw. This was a recurring event with the screwdriver shafts as they were noted to wear out quite fast. Another screwdriver from the hospital was used to complete the procedure. It was unknown if there was a surgical delay. There was no patient consequence. Concomitant reported device: unknown screw (part: unknown, lot: unknown, quantity: 1). This report is for one (1) stardrive screwdriver shaft t8 self-retaining/qc. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
DHR review was completed. Part: 03.617.902, lot: l542712, manufacturing site: (B)(4), release to warehouse date: 10.nov.2017. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Investigation flow: damage: visual (appearance not as expected). Visual inspection confirmed the reported complaint condition as the returned device was observed with deformation/stripped distal drive tip. The received condition does agree with the complaint description. No new malfunctions were identified. Dimensional inspection: dimensional analysis of the distal tip could not be obtained due to the post manufacturing damage condition. The shaft diameter proximal to the distal tip was measured at 2.47mm, which is within specifications of 2.5 +/- 0.1mm. Document/specification review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Drawing was reviewed during the investigation. Conclusion: while no definitive root cause could be determined, it is possible that the rough handling and/or excessive force during screw insertion could contribute to the complaint condition. Therefore, the complaint is confirmed. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.